Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed and could not be recovered. Turning the device on and off was attempted without success. The field service engineer (fse) confirmed that the drawer was not communicating. The fse replaced the retractor band, after which the drawer functioned properly. The drawer was tested in diagnostics and by the customer, and all tests passed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3n2 failed to open and could not be recovered. Power cycling the device was attempted without success. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.